Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "shaped differently".

Event description:
Patient reported "their implant became shaped differently, was not filling out their bra the way the it used to and a rupture". Device remains implanted. This record is for the right side.